Event description:
Per complaint (B)(4), immediate placement. No integration after 4 weeks. Patient had an infection and inflammation occur.

Manufacturer narrative:
Follow-up submitted to report device evaluation.